Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had trouble with their phone interfering with their ins. They stated that they feel shocks in their chest and their bone is sticking out at the implant site. It was unknown if there were any external factors that led to the event. The patient has a follow up appointment with their hcp on (B)(6) 2020. The patient was advised to keep their phone a safe distance from their implant.